Event description:
It was reported to olympus, that during a routine maintenance the technician noted there was no image on the hd camera head. There were no reports of patient harm associated with this issue.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the findings, the following nonreportable malfunctions were identified: pressure leak test failed; leaking on cable; and dead white and black pixel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced, it was determined that the cable failed due to poor water tightness of the cable, and no image was displayed. The cause of poor cable water tightness could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head.¿. Olympus will continue to monitor field performance for this device.